Event description:
It was reported that the intraocular lens (iol) was removed and replaced within the same procedure due to the patient's capsular bag which was very posterior and was not stable. An anterior vitrectomy was performed and also an incision enlargement. Doctor indicated problem was not caused by the intraocular lens. The lens was replaced with an anterior chamber lens.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The lens was returned to the manufacturer for evaluation and was inspected at 10x microscope magnification. Loose particles were observed on the sample. Evidence of what appeared to be viscoelastic residue, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. No damages in the lens optics or lens haptics were observed. The lens condition is consistent with a lens that was removed from the patient¿s eye. All pertinent information available to abbott medical optics has been submitted.